Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired due to massive bleeding post aortic valve replacement. There were no reported device issues or malfunctions that could have caused or contributed to the patient's cause of death. There was no autopsy performed and the device was not explanted.

Manufacturer narrative:
Section d4 and h4: additional information manufacturer's investigation conclusion: a direct correlation between the device and the reported bleeding and patient outcome could not be determined through this evaluation. The device was not explanted and is not available for investigation. The heartmate ii lvas IFU lists bleeding and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.